Event description:
It was reported the patient received the following results within 15 minutes: 5:43 am the reading was 45 mg/dl. 5:57am the reading was 54 mg/d. 6:02am the reading was 60 mg/dl. 6:08am the reading was 69 mg/dl. 6:11am the reading was 90 mg/dl.